Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of premature battery depletion (pbd). Within the last 5 months, the estimated battery longevity decreased from 1 year remaining, to end of life (eol). It was noted that the patient was hospitalized, and the device was subsequently replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.